Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The left ventricular lead exhibited loss of capture. Fluoroscopy revealed the lead was dislodged. The lead was explanted and replaced. Patient tolerated procedure well without any adverse incidents.